Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. Customer consumed carbohydrates and turned basal on pump off to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. A pump log review was performed, and it was found that the customer requested and confirmed multiple manual bolus leading to the decreased bg. Customer consumed carbohydrates and turned basal on pump off to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Updated: b5, medical device problem code, investigation finding code, investigation conclusion code.